Event description:
During the procedure, the physician used a wilson-cook tri-tome sphincterotome to perform a sphincterotomy. During use, the coating of the pre-loaded wire guide that is provided with the device separated but did not detach near the distal end. The device was removed with no injury to the patient.